Manufacturer narrative:
The manufacturer was first made aware of the event (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: v127313, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 17-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the surgeon replaced lead 5 years ago at the time of ins replacement, as patient was told that the original one wasn't done right. No further complications were reported or are anticipated.